Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 207 mg/dl after using an insulin vial that had previously frozen and requested assistance with changing the ilet cartridge while declining further troubleshooting. Symptoms included elevated blood glucose without reported illness, injury, or hospitalization. Outcomes included a request for follow-up and self-management guidance. Investigation included customer support review of the event description and education on proper insulin handling and cartridge change. Investigation of this case revealed that the incident involved use of previously frozen insulin, which is known to degrade insulin potency and can result in reduced glucose control, and there were no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.